Event description:
It was reported that the preloaded intraocular lens (iol) was partially inserted when the surgeon noted the iol was not unfolding properly. Haskin's forceps were used to extract the iol from the incision. A back up lens was implanted without further complication. There was no patient injury reported. No further surgical or medical interventions were required. No further information was provided.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: n/a - lens was not implanted. Section d6b: explant date: n/a - lens was not implanted. Section e1: telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.